Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received a craniotomy possibly on (B)(6) 1992 to remove malignant gliomas; and absorbable hemostat and 8 pieces of gliadel wafer were packed. After 36 hours from surgery, hydrocephalus developed and urgent CT was performed. CT revealed that cerebral ventricle distention and obstructive hydrocephalus. The urgent re-craniotomy was performed and the physician found that absorbable hemostat blocked cerebrospinal fluid flow of foramen of monro as a stopper. The absorbable hemostat and gliadel were removed and the patient recovered. The patient died because of malignant gliomas after 176 days from the surgery.